Event description:
During the index procedure the patient had one resolute integrity drug-eluting stent implanted in the right posterior descending artery. Approximately 6.5 months later post index procedure the patient had a stroke. The patient was hospitalized and went into a coma. The investigator indicated that the event was not related to the study device. The patient is in remission.

Manufacturer narrative:
Additional information received confirmed that the previously reported stroke that occurred approx 7 months post index procedure is associated with chronic atrial fibrillation that has been a complication before implantation of the relevant device. The patient suffered another stroke two weeks after the first stroke and then went into a coma. Patient was transferred to recovery phase rehabilitation ward. Therefore, outcome was determined to be in remission.

Manufacturer narrative:
(B)(4).